Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to an implantation of an aortic endoprosthesis procedure. Reportedly, resistance was observed when accessing this complex access site for an obese patient. During an attempt to remove the device, it was blocked from removing. The device was removed with exerted force. The device fractured and the vessel was damaged. There was loosening of the foot and a separation was noted of the distal end (soft black portion) of the device. Surgery was used to remove the distal end from the anatomy. The procedure was completed. The vessel was repaired and hemostasis was achieved with surgical suturing. There was a reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual inspections and functional were performed on the returned device. The reported guide detachment was confirmed. The foot break was not confirmed. The reported difficult to insert and entrapment could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Reportedly, a femoral imaging was not performed. It should be noted that the perclose proglide instructions for use, (IFU) states: perform a femoral angiogram to verify the location of the puncture site. It is unknown if the reported violation of the IFU contributed to the reported difficulties. Additionally the device was removed against resistance. It should be noted that the IFU also states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. In this case the device withdrawal against resistance was determined due to operational circumstance. The reported patient effect of tissue damage is listed in the IFU as a known adverse event associated with use of suture mediated closure devices. The investigation determined the reported difficulties, patient effect and treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.